Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reportedly alleges that the test strips were not reading properly which resulted in a hypoglycemic event requiring third party intervention. Throughout the day of the event (B)(6) 2017, the patient had obtained blood glucose values between 12 and 18.5 mmol/l on his aviva meter. Based upon these values the patient self-administered 8 units of supplemental insulin at about 14.00. He rapidly thereafter became hypoglycemic with symptoms of dizziness, sweating and shaking. Patient's wife had to assist him in taking oral carbohydrates. His symptoms persisted until about 18.00. Return of the suspect device was requested for evaluation.